Event description:
It was reported the hf-resection electrode device was fused. The issue occurred during preparation for use for an unspecified procedure. The unspecified procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the electrode was used several times by the user. The reported event was likely due to reserialization of a single use device and wear/tear (the loop at the distal end of the electrode wears out during use and can break, burn or melt). Olympus will continue to monitor field performance for this device.